Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The company representative (rep) reported that this patient was inadvertently scheduled for a month past their refill date. The pump was showing a message of being empty but when the doctor went to aspirate they pulled out 16 mls from the reservoir. The company rep stated the patient did not report symptoms change recently.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown. Product type software h.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that diagnosti cs/troubleshooting performed related to the volume discrepancy at refill included the hcp refilled the pump normally and monitored for discrepancy at next refill. The cause of the volume discrepancy was thought to be that the pump was programmed to the incorrect volume at the previous refill. Actions/interventions taken to resolve issue included they refilled the pump and monitored for discrepancy at next refill and also did a catheter dye study.

Event description:
Additional information was received from the company representative (rep) reporting that the clinician programmer software version was unknown. There was no issues with the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.